Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the tampons separated in the middle when she was taking them out; the tampons split in half on either side of the string when taken out. No injury was reported.